Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, ECG monitoring stress testing in the pads lead, and discharge functional stress testing with a test multifunction cable and CPR adapter without duplicating the malfunction. The device's defib receptacle was replaced as a precaution. It was recommended to the customer to check the CPR adaptor for proper functionality. The device was recertified and returned to the customer. No trend is associated with reports of this type. The customer's multifunction cables and CPR adaptor were not returned as part of the investigation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.